Event description:
It was reported that, the tail end of the fiber fractured during procedure. The fiber was replaced, and the procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported clinical observations were confirmed, as the fiber had the tip broken. In addition, the fiber connector exhibited an internal fracture. An internal fracture in the connector component can occur during procedural handling of the fiber. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Based on analysis results and information available, the interaction between the device and the user caused or contributed to the tip break and the internal connector fracture identified during analysis.

Event description:
It was reported that, the tail end of the fiber fractured during procedure. The fiber was replaced, and the procedure was completed using another fiber. There were no patient complications.